Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -13.00/1.5/073 (sphere/cylinder/axis)into the patients right eye (od) on (B)(6) 2024. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted, removed, and replaced intraoperatively with the same parameters and the problem was resolved. The reporter indicated the cause of the event was unknown.